Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patients ipg would not connect, following a unrelated procedure. Troubleshooting was able to resolve this issue.

Manufacturer narrative:
It was reported to abbott, a patient and rep were unable to connect to the patient's ipg. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The rep met with the patient and recovered their ipg. The patient was having some auto reducing but sufficient therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.